Event description:
Tore her hernia [hernia perforation]. Case narrative: initial information was received on 12-sep-2023 regarding a solicited valid serious case from a patient in the scope of patient support program "psp_saus.tjo.012". Patient ID: (B)(6); country: (B)(6). Study title: sanofi patient connection. This case is cross linked with case ID: (B)(4) (multiple devices suspect for same patient; right knee). This case involves a 54 years old female patient who tore her hernia while being treated with medical device hylan g-f 20, sodium hyaluronate [synvisc one] (in left knee) the patient's past medical history, medical treatment(s), vaccination(s), concomitant medications, concomitant disease, risk factor and family history were not provided. On an unknown date, the patient started using synvisc one (hylan g-f 20, sodium hyaluronate) 48 mg/6ml injection in 10 ml syringe at dose of 6 ml in let knee (batch number, expiry date, frequency, route, indication - unknown). Information on batch number was requested. On an unknown date, after unknown latency, the patient tore her hernia (hernia perforation) and she need a walker. This event was leading to disability and was assessed as medically significant. When asked about the prescription information, the patient services representative noted that was what was indicated on the enrollment form. At the time of the report, it was unknown if synvisc-one is continued or not. No additional information at the time of the report. It was unknown if the patient experienced any additional symptoms/events. No lab data reported. Action taken: not applicable. It was not reported if the patient received a corrective treatment for the event (tore her hernia). At time of reporting, the outcome was unknown for the event tore her hernia. Reporter causality: not reported. Company causality: not reportable.

Event description:
Tore her hernia [hernia perforation]. Case narrative: initial information was received on 12-sep-2023 regarding a solicited valid serious case from a patient in the scope of patient support program "(B)(4)". Study title: sanofi patient connection. This case is cross linked with case ID: (B)(4) (multiple devices suspect for same patient; left knee). This case involves a 54 years old female patient who tore her hernia while being treated with medical device hylan g-f 20, sodium hyaluronate [synvisc one] (in right knee). The patient's past medical history, medical treatment(s), vaccination(s), concomitant medications, concomitant disease, risk factor and family history were not provided. On an unknown date, the patient started using synvisc one (hylan g-f 20, sodium hyaluronate) 48 mg/6ml injection in 10 ml syringe at dose of 6 ml in right knee (frequency, route, indication - unknown). On an unknown date, after unknown latency, the patient tore her hernia (hernia perforation) (batch number, and expiry date: unknown) and she need a walker. This event was leading to disability and was assessed as medically significant. When asked about the prescription information, the patient services representative noted that was what was indicated on the enrollment form. At the time of the report, it was unknown if synvisc-one is continued or not. No additional information at the time of the report. It was unknown if the patient experienced any additional symptoms/events. Information on batch number and expiry date corresponding to the one at time of event occurrence could not be requested as product was not available. No lab data reported. Action taken: not applicable. It was not reported if the patient received a corrective treatment for the event (tore her hernia). At time of reporting, the outcome was unknown for the event tore her hernia. Reporter causality: not reported. Company causality: not reportable. A product technical compliant (ptc) was initiated on 13-sep-2023 for synvisc one (batch number and expiry date: unknown) with global ptc number complaint: (B)(4). Ptc stated: based on the complaint from intake team, there was no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The product lot number was not provided. A batch record review was not possible. Based on the lack of information provided, the investigation was inconclusive. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor product technical events and perform trend analysis on a periodic basis to determine if a CAPA (corrective action and preventive action) was required. The final investigation was completed on 18-jul-2024 with summarized conclusion as no assessment possible. Additional information was received on 18-jul-2024 from quality department. Ptc results were received and added in case. Text was amended accordingly.